Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not opening. A field service engineer (fse) powered down the station, removed back panel and full height (fh) cubie drawer 6 from the station. Fse replaced the slide rails and put drawer back in station, closed back panel and powered on the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie was failed to open and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.